Event description:
It was reported that via a merlin.net transmission, non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Recommended programming changes were made partially.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.